Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The regional corporate contact called us today because they visited this facility and found that the seat on this wheelchair was very stretched out and sagging considerably.